Event description:
The account reported that there was no audio tone during activation. Furthermore, there was a pt event in which surgical intervention was required and the pt had to stay over night. However, the customer did not provide any other specific information regarding the incident (e.g., pt info, type of procedure, settings, etc.)